Event description:
During a one level zero p procedure at c6-7, as the surgeon was using the complaint screwdrivers to tighten the screws, two of them broke at the u joint and one broke at the tip. The surgeon used another screwdriver and the procedure was completed without further incident. All pieces were retrieved with no adverse event to the patient. This is report 1 of 3 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A product development event evaluation was performed and the failures of the distal tips are due to stresses that exceed the material or weld strength. Since the force delivered by this instrument is not torque limiting, the amount of tightening torque is unknown. According to the risk assessment, torques above and below the recommended 1.2 nm present clinical risks associated with the success of the procedure. In addition, delivering a torque beyond the strength of the instrument can lead to breakage of the device. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation reports that on two of the screwdrivers, the joint was broken and the complete front part, which broke off, was not sent back for investigation. On one screwdriver, the stardrive tip broke off and was also not sent back for investigation. The relevant dimensions could not be verified because of the damages and the missing parts. Therefore, this complaint is indeterminate from a manufacturing standpoint. The fracture face of all broken parts was homogenous, which indicated material conformity and had the typical view of a forced fracture. Based on this finding and the visible deformations of all joints, we can only assume that a mechanical overload during use caused the breakage of these devices.